Manufacturer narrative:
The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instruction for use).

Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(4) 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered serious an injury. The date of implant of the mesh is (B)(6) 2009. The patient is identified as "sg". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6) hospital,(B)(4). The physician who treated the patient is dr. (B)(6). An additional device was implanted however no further information was provided regarding this device.